Manufacturer narrative:
Event site full name:(B)(6) hospital . Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer could not monitor the pressure waveform. The iab was then removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were found on the catheter tubing approximately 56.1cm and 75.7cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 21.6cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.